Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported foreign object lodged in the tip area of the scope during reprocessing involving an olympus cysto-nepro videoscope. The customer suspected that the cause of the reported issue was reprocessing. There was no patient involvement.